Manufacturer narrative:
On 21-jul-2021, the suspected medical device was returned for evaluation. On 31-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed two creases/folds on the anterior view and extending to the posterior view. Leak testing was performed according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, deflation. (B)(4). Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 525cc mentor smooth round moderate profile prostheses and experienced bilateral grade iii capsular contracture and chest injury, and left-sided deflation postoperatively. A healthcare professional stated that the patient fell down during hiking. The diagnosis of the capsular contracture and deflation was confirmed via physical examination. As a result, the patient is scheduled to undergo explanation on (B)(6) 2021. This report is for the left-sided prosthesis.